Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and update. Updated field: h6 component code corrected fields: h11 based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the camera head, noise in the image was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of the cable unit. This does not indicate an MDR reportable event. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.